Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: approx 9 months post procedure. It was reported that approx 9 months post a right internal carotid artery stenting procedure, the pt returned for a routine follow-up visit including a duplex study and a carotid angiogram which identified a 90% in-stent restenosis. The pt has been asymptomatic. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Restenosis of the stented area are known potential adverse events, associated with the use of carotid stents as stated in xact instructions for use. The lot history record was reviewed and there are no non-conformities associated with this lot number.